Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/2/2016 with the following findings: no evidence was discovered in the black box that the pump time and date defaulted as no power on resets were observed. Time and date reset to default was duplicated during investigation. Opened pump to investigate- the internal battery component was found to be leaking and unable to hold a charge. Battery compartment cracked along the side and from case seal traveling to bumper. Unrelated to the complaint, the display has dimmed and the letters have a red hue. (B)(6). (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 8/2/2016